Event description:
PICC line was placed without difficulty. Ten mins later, pt complained of puffy lips, then wheezing; hives appeared on right arm. Line was removed. Pt was given benadryl and an inhaler. Resp status returned to normal. Lips were still puffy and hives remained on legs and stomach.